Event description:
It was reported that two days post implant the patient experienced an right ventricular (rv) lead perforation as well as diaphragmatic stimulation and pain on pacing. It was noted that the rv lead thresholds had increased to high threshold range from the day prior. The impedance was also noted to have increased to high impedance range. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.